Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 156 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.